Event description:
A healthcare professional reported that, prior to the trabecular stent implantation procedure, the stent did not release from the delivery system when implantation was attempted therefore, the procedure was aborted. There was no patient impact additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).